Event description:
The customer reported that during a whipple procedure, bleeding occurred although end tones, indicating a completed seal cycle, were heard. The blood loss was described as not significant and was stopped with clamps and sutures. The procedure was completed with another device and there was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.